Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation which confirmed the resistance with the guide wire when back loading through the sheath. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there was one similar incident reported from this lot for this issue. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, the proglide device would not advance over the guide wire. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.